Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation, the jumper was not making good contact on computer/analog pca board. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.